Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd insyte¿ autoguard¿ shielded IV catheter did not retract after patient use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis review disclosed no indication of alleged defect as it was noted that there were two non-related qns initiated and there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product relevant to the defect. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing: received one used 20ga bd insyte autoguard IV catheter unit within an opened package from lot 6307831. The unit consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel) and the protective needle cover intact. The button was completely depressed and there were traces of thick dried media. Observed there was damage to the grip where the end of needle/hub was located in the barrel. Functional test (retraction) conducted: pushed the needle to the out positon and reset the activation button. Depressed the activation button. The needle only partially retracted. The needle stopped where the hub met the damage in the grip within the barrel. The damaged grip was identified as the source that restricted the needle from fully retracting. Investigation conclusion: investigation samples(s) meet manufacturing specifications: no; evaluation of the unit provided for this incident revealed damage to the grip that hindered the needle from fully retracting. Confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation and testing of the unit provided for this incident. The unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.